Event description:
It was reported that the sense/pace portion of the lead was capped and replaced due to a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.